Manufacturer narrative:
A ge service representative performed an on site investigation. Both the left and right table potentiometers were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the table on the 2800 system tilts slightly when raised. No patient injury was reported.